Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total hip arthroplasty on an unknown date and a barbed suture was used on the fascia. During the procedure, the suture broke when the surgeon pulled up at about third pass. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Actual device returned and evaluated. No attachment defects or damage on the needle was noted. The suture was examined visually along of the strand and no suture breakage could be observed.